Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter: material no.: 382523, batch no.: unknown. Verbatim: it was reported in our safety huddle that one of our nurses found a 22g x 1" insyte autoguard with fractured catheter prior to attempting to start IV. The packaging and item was saved but unfortunately the part where the lot# is located on the packaging was ripped off.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced a needle through the catheter in the unit package which was noted prior to use. The following information was provided by the initial reporter: material no.: 382523 batch no.: unknown. Verbatim: it was reported in our safety huddle that one of our nurses found a 22g x 1" insyte autoguard with fractured catheter prior to attempting to start IV. The packaging and item was saved but unfortunately the part where the lot# is located on the packaging was ripped off.

Manufacturer narrative:
The following information has been updated: the reported defect has been corrected to "needle through catheter in unit package." A needle through the catheter, identified prior to insertion within the unit package renders the device unusable which may cause a customer inconvenience but will not lead to harm or serious injury. This complaint is no longer considered reportable and should therefore be disregarded. B.3. Describe event or problem: it was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced a needle through the catheter in the unit package which was noted prior to use. The following information was provided by the initial reporter: material no.: 382523 batch no.: unknown. Verbatim: it was reported in our safety huddle that one of our nurses found a 22g x 1" insyte autoguard with fractured catheter prior to attempting to start IV. The packaging and item was saved but unfortunately the part where the lot# is located on the packaging was ripped off.